Manufacturer narrative:
H6 evaluation codes: updated. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a ?no disposable" alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable. The patient was instructed to turn pump off, remove cassette, look for air bubbles, massage out any air bubbles, tap bottom of cassette lightly on hard surface, reattach cassette, turn pump on, start pump, pump still alarms no disposable. Instructed to turn pump off, remove cassette, look for air bubbles, massage out any air bubbles, tap bottom of cassette lightly on hard surface, reattach cassette, turn pump on, start pump, pump still alarms no disposable. Patient not harmed or affected. No patient injury. No additional information.